Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) repeatedly failed to recognize the patient, displaying "restart" instead of "continue," and could not initiate compressions was confirmed during the archive data review and functional testing. Based on the archive data, the autopulse platform displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, failing to provide compressions. The root cause of the ua07 was due to the failure of both load cells, likely attributed to failed components. During visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. The observed physical damage appeared to be the characteristic of mishandling. The front enclosure was replaced to address the issue. The archive data indicated several (ua) 07 errors around the reported event date, thus confirming the customer's reported complaint. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as both load cell modules were exceeding normal parameters, unrelated to the reported complaint. The failed load cell modules were replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During patient resuscitation, the autopulse platform (sn (B)(6) repeatedly failed to recognize the patient, displaying "restart" instead of "continue," and could not initiate compressions. Initially, this issue was mitigated by bending the patient's knees to increase the lumbar contact surface. However, the problem recurred after each rhythm check, leading to delays and difficulty in resolution. Upon reassessment in the ambulance, the device's malfunction persisted despite various interventions, including patient repositioning, restarting the autopulse platform, and replacing the battery. Ultimately, manual chest compressions were performed during transport to the hospital. The patient's status is unknown. After the call, autopulse platform testing revealed no problems, as it functioned normally with a resuscitation manikin.